Event description:
It was reported that after the first pump refill patient¿s pump alarmed and was also confirmed by telemetry. This happened in (B)(6) 2010. It was further stated that the healthcare provider (hcp) had done ¿something wrong with the numbers and they figured it out¿. Drugs delivered via the device at the time were not known.

Manufacturer narrative:
Concomitant product: product ID 8840, serial# unknown, product type programmer, physician. (B)(4).